Manufacturer narrative:
Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.1. Cloud - smartphone hardware iphone 14.2. Cloud - cgm sensor type g6. No damages or deficiencies were observed that would contribute to an adhesive failure. A root cause for the reported adhesive failure could not be determined. The device was received undeployed with the slide insert visible just below the top housing viewing window and linkage assembly in the deployed position. Inspection found the slide insert was not held by the catch beam in the intended post-deployment location. The catch beam was observed to be damaged which is confirmed as the cause of the device failing to deploy as intended. The exact cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (hip/buttocks). As treatment, the patient changed out the pod.